Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection vancotroy (intraperitoneal, 2 grams stat, frequency and duration not reported) and gentamycin (intraperitoneal, 20 milligrams daily for 21 days) for peritonitis. The action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.